Event description:
It was reported that during a recanalization procedure on a left superficial femoral artery from a right groin up and over approach, the helix of the device allegedly broke at approximately 150mm from the distal tip. It was further reported that the helix and the tip remained intact and migrated a few centimeters into the distal superficial femoral artery beyond the lesion of treatment. Reportedly, the broken off portion was retrieved by using different snares. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. The helix was broken at 17 cm distance from the tip of the catheter. Therefore, the investigation is confirmed for the reported break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024), g3. H11: e1, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure on a left superficial femoral artery from a right groin up and over approach, the helix of the device allegedly broke at approximately 150mm from the distal tip. It was further reported that the helix and the tip remained intact and migrated a few centimeters into the distal superficial femoral artery beyond the lesion of treatment. Reportedly, the broken off portion was retrieved by using different snares. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2024).